Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure distal tip damage to the 14f esheath+ was identified, with concern that a small piece of the sheath tip may have been missing in the patient. The sheath went into the patient with no difficulty; however, it was reported to have been torqued during the procedure. Some tracking difficulty was also noted while advancing the valve and delivery system through the patient, after they had exited the sheath. It is possible that the missing piece of the sheath remains in the patient's leg. Despite these challenges, the valve was successfully implanted, and no vascular injury or other procedural complications were reported. The exact point during the procedure when the distal tip damage occurred is unknown. The perceived root cause was possibly calcium in the vessel. The access site had moderate calcium, and the distal aorta was tight and calcified. Angiography was not performed to try and locate the missing piece of the esheath+. The devices were discarded and will not be returned.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An imagery review was performed. The distal tip was torn both axially and radially along the distal liner edge. A piece of the torn tip was separated. Stretching of the high-density polyethylene (hdpe) was observed along the distal tip tear. Soft tip damage and stretching were also observed. A review of 3mensio imagery was performed. The left access vessel showed the presence of tortuosity and calcification. The distal tip torn complaint falls within the scope of an open CAPA investigating potential contributing factors for distal tip tear events. The complaints of sheath distal tip tearing and system component separation during use were confirmed based on the evaluation of the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient factors, such as challenging anatomy and peripheral vascular disease, may exacerbate the interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. It was reported that the sheath had been ''torqued during the procedure.'' Device manipulation during system advancement may contribute to distal tip tearing and potential separation. A torn tip may catch on the access vasculature during sheath removal, which could result in retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.